Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a left ventricular lead was capped on (B)(6) 2020 for an unknown reason. No patient symptoms or patient condition were reported.